Event description:
It was reported by the aci sales rep that a pt was diagnosed with a pseudoaneurysm (psa) following a 5f diagnostic coronary case in which the mynx vascular closure device was used. It was reported that the psa was successfully treated with a thrombin injection. There was no report of add'l clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contigent upon the successful completion of lot release testing and a documentation review by the quality dept.